Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and that their infusion set quick serter was not working. The customer's blood glucose at the time of the event was over 400 mg/dl. The customer treated with an insulin injection. The customer declined troubleshooting and the malfunction was not resolved. The device will not be returned for analysis.